Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hospital registered nurse (rn) contacted fresenius technical support for assistance with a drain complication alarm which occurred during a patient's continuous cyclic peritoneal dialysis [cc(pd)] therapy on the liberty select cycler. The rn stated the patient was being treated for peritonitis. It was also reported that the patient had fibrin. There was no specific allegation the patient¿s peritonitis and hospitalization were due to a deficiency or malfunction of any fresenius product(s). Multiple attempts were made to acquire further details concerning specific patient information, product details, hospital course, cause of the infection and the patient¿s outpatient clinic; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler with the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of additional information for this reported event, the source of the patient¿s peritonitis cannot be determined. It is well-known infections of the peritoneum may be contributed by, but not limited to, a lack of aseptic technique during pd therapy, intra-abdominal sources, and complications involving the patient¿s pd catheter (not a fresenius product). Due to the lack of information and/or confirmed cause of this event from a medical professional, the liberty cycler with the liberty cycler set cannot be excluded as sources or contributors to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A hospital registered nurse (rn) contacted fresenius technical support for assistance with a drain complication alarm which occurred during a patient's continuous cyclic peritoneal dialysis cc(pd) therapy on the liberty select cycler. The rn stated the patient was being treated for peritonitis. It was also reported that the patient had fibrin. There was no specific allegation the patient¿s peritonitis and hospitalization were due to a deficiency or malfunction of any fresenius product(s). Multiple attempts were made to acquire further details concerning specific patient information, product details, hospital course, cause of the infection and the patient¿s outpatient clinic; however, no additional information was obtained.